Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: based on the information available, boston scientific concludes that the reported failure of the stent to deploy was confirmed. The sheath was found twisted, preventing deployment of the stent. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an electrocautery-enhanced delivery system was received for analysis. Visual inspection found the sheath was twisted. A destructive inspection was performed to assess torsion (rotational damage), and the sheath was found twisted. No additional damage was observed on the device. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU states: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was observed that the outer sheath was twisted during destructive inspection. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "failure to follow instructions."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas to treat an abdominal cyst during a cyst-drainage procedure performed on (B)(6) 2023. During the procedure, the stent would not deploy. The device was removed, and the procedure was completed using another of the same device. No patient complications were reported as a result of this event.